Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corporation on (B)(6), 2009 that a cre fixed wire balloon dilatation catheter (model unspecified) was used during an esophageal dilatation procedure. According to the complainant, the balloon was deflated but it could not be retrieved through the biopsy channel of the scope. The scope and the balloon were removed together and the balloon catheter was cut to remove it from the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, catalog or lot number, therefore, the device MFR date, expiration date, and the 510(k) info are unk. According to the complainant, the suspect device has been disposed and is not available for return. The most probable cause of the reported malfunction is operational context. If all fluid is not completely removed from the balloon when it is deflated and a vacuum is not maintained during the attempted removal; the balloon may not fully deflate. Failure to completely deflate the balloon would result in the balloon profile remaining too large to fit through the endoscope. (B)(4).